Manufacturer narrative:
A ge rep evaluated the system and cleaned the rotation brake. System operates as intended.

Event description:
Customer reported the rotation brake is sticking. No pt injury was reported.